Manufacturer narrative:
(B)(4). During the replacement process, the lead was cut and remains partially implanted. The lead was not made available for investigation. Neuropace confirmed the ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2025 during a patient ecog review, high impedance and signal artifact was observed on the left mesial temporal lead (the lead was secured with a burr hole cover). Palpating the area near the lead reproduced the artifacts in a live ecog review. The lead was replaced on (B)(6) 2025. During the revision procedure the neuropace attendee observed that there was no upper strain relief which appears to have caused a kink in the left lead. The neurostimulator was also replaced during the revision procedure.